Event description:
As IV fluids were infusing, the extension set was leaking at the green connection to hub. The tubing was completely secured at the connection, it was tight without any "room to tighten", however it still leaked.